Event description:
Medwatch rec'd from user facility that a pt was found unresponsive while using the device, CPR was initiated without success. Further info obtained from the user facility (risk management) as follows: a nurse and pt care aides were in the pt's room shortly before the incident occurred. The pt was placed in bed, the nurse connected the ventilator circuit to the pt and left the room. The aides completed their work with the pt and also exited the room shortly after the nurse. After an undisclosed period of time, the pt was found unresponsive. No alarms were reported to have sounded. A remote alarm was also in use and not reported to have sounded either. However, when hosp personnel inspected the device, the power was turned off. The user facility sent the device to an independent third party for eval and it is reported that the device operated properly and as intended.